Event description:
While filling 1000 ml 3:1 mixing container with tpn solution the tech noticed material imbedded in the plastic of the hyper former filling port. When filled with lipid tpn the foreign material was made more visible.